Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology not reported. It was reported that on an unknown date, the stent graft migrated due to disease progression (proximal neck now 28 mm). The patient is currently stable (no endoleak apparent), however a cuff will be placed above the main body on an unknown date. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received with the following information: during follow up a CT identified a type ia endoleak. The patient is refusing further treatment. Per the physician the patient is asymptomatic. The type ia endoleak is due to disease progression and neck dilatation.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (migration), patient's condition affected effectiveness of device (disease progression), device failure/lack of effectiveness related to patient condition (disease progression).

Manufacturer narrative:
(B)(4).